Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the photo. Visual analysis of the photo, it was not possible to see the condition of the threads. The information of the device reported is correct in the packaging box. A manufacturing record evaluation was performed for the finished device lot number: 9l31962, and no nonconformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the investigation findings, this complaint cannot be confirmed, and root cause cannot be determined. The stripped condition can be related when not using a tap or guide wire, as there may not have been enough space for the screw to function properly. It is also a possibility that the tapping was off angle or excessive force was used while tapping causing damage in the anchor. However, it cannot be conclusively affirmed. As per IFU, notching and/or tapping are necessary when inserting the interference screw with bone tendon grafts. Place the appropriate size interference screw onto the tip of the cannulated hex driver that is the same length as the screw. Advance the hex driver over the nitinol guidewire into the gap between the graft and the tunnel wall. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: (B)(4) (B)(6) . As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported by the sales rep in china that during an unspecified surgical procedure (B)(6) 2023 the milagro intscr 7x23mm device, was noted to have a stripped thread. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.